Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported that the user was unable to pass the guidewire through the puncture needle. The guidewire was bent at the tip.